Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis. No additional information was provided. Follow up attempts were made by tandem technical support; however, customer did not respond.